Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was non functional. It was noted that the physician suspected that the patient underwent previous surgeries and was unsure if any cautery damage the device. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).